Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a bilateral ovarian cystectomy on (B)(6) 2019 and suture was used. The needle fell off the suture when opened into the sterile field and was retrieved. No delay to procedure. No reported patient consequences.